Event description:
It was reported that a malfunction occurred on the pump after a notable event of high temperature. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump, and after doing so, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues arise again.